Event description:
An hcp reported they heard the alarm during the past week. The alarm was not sounding at the present time but could be heard during the alarm test. The pt reported experiencing leg weakness and/or spasm (date of events was not specified but assumed to be during the current month). The pt's refill was scheduled for 2008. The pt's pump contained baclofen. Add'l info has been requested from the hcp, but was not received as of the date of this report. A follow-up report will be sent if additional info is received.